Event description:
Customer's spouse called to report the pump mysteriously delivered insulin into customer's body. It was stated that customer was taken to the hospital with low bgs. Customer's spouse did not have the device to perform any troubleshooting. Also it was stated that customer was unsure if the reservoir door had being op, but when customer checked the pump the reservoir was empty. A replacement pump was requested.